Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with off no power alarm and high blood glucose level. The customer's blood glucose level at the time of incident was 580mg/dl. The customer states they have been treating the high levels with manual injections. Troubleshoot was conducted. The customer was advised that battery cap replacement would be sent out, and to monitor the device. The customer was advised to call back if issues persist.